Event description:
It was reported that the elbow prosthesis' pin failed and required revision. It was noted the failure took place approx two weeks before revision.

Manufacturer narrative:
This report will be amended when our investigation is complete.